Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified ostial left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. When an attempt was made to remove the device, it was trapped on the wire with the wire wrapped at the monorail exit site. The devices were easily removed together and the procedure completed with another wire. There were no patient complications.